Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a cgm (dex 007) issue. It was reported that the transmitter out of range alerts (cs 206) occured for more than three hours. The problem has occured with 2 or more transmitters. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported against the pump because the issue may result in the user missing their blood glucose (bg) trending and failing to react to any potential bg excursions.

Manufacturer narrative:
Evaluation: the device has been returned and evaluated by product analysis on 04/03/2017 with the following findings: reported date from (B)(6) 2016 is overwritten. Cgm history shows ¿cs206¿ cgm transmitter out of range warnings on (B)(6) 2016. ¿cs206¿ warning is defined as pump and sensor/transmitter are not within 12 feet of each other. Test transmitter was paired with the pump correctly. Bg calibration of 120 mg/dl was accepted in both attempts within 2hr.. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No¿cs206¿ warning or any eaw occurred during the investigation, unable to duplicate ¿cs206¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.